Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called com to order logic board for their 8300. Case resolution: customer asked com to speak with tech support. Customer wanted to verify the error code was due to the logic board, and not the power supply board. Verified logic board. Handed customer back to order management. Ended call.

Event description:
Case #: (B)(4). Case subject: npi 8300 error code 571.6241. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8300 etco2 module, v8. Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6) . Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: customer called com to order logic board for their 8300. Failure device type: failure problem type: failure mode: case resolution: - customer asked com to speak with tech support. - customer wanted to verify the error code was due to the logic board, and not the power supply board. - verified logic board. - handed customer back to order management. Ended call. There was no patient involvement.

Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 571.6241. Customer called com to order logic board for their 8300. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - customer asked com to speak with tech support. - customer wanted to verify the error code was due to the logic board, and not the power supply board. - verified logic board. - handed customer back to order management. The customer reported problem was confirmed.

Event description:
Case #: (B)(4) case subject: npi 8300 error code 571.6241 account name: beaumont hospital - troy account #: 1037201 asset name: 8300 etco2 module, v8 asset location: contact: randy favot contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer called com to order logic board for their 8300. Failure device type: failure problem type: failure mode: case resolution: - customer asked com to speak with tech support. - customer wanted to verify the error code was due to the logic board, and not the power supply board. - verified logic board. - handed customer back to order management. Ended call.

Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 571.6241. Customer called com to order logic board for their 8300. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - customer asked com to speak with tech support. - customer wanted to verify the error code was due to the logic board, and not the power supply board. - verified logic board. - handed customer back to order management. The customer reported problem was confirmed. No product returned.